Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated by the user. Since the user deactivated the device before the completion of second prime, the needle mechanism never deployed. During investigation, the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a needle mechanism failure. The needle mechanism was not found to have deployed early as reported, as the device was received with the needle mechanism not deployed.